Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the right atrial (ra) lead was advanced to the atrium an when advancing a j-stylet into the lead it felt as if the stylet was not advancing all the way to the lead tip. The implanter felt as if the stylet was "hitting a spring" and bouncing back. It was noted that a new stylet was used with the same result and the ra lead was removed from the body and the helix tested without seeing or feeling any issue. The ra lead was attempted to be positioned again and had the same issue. The ra lead was removed and a new ra lead was implanted. No patient complications have been reported as a result of this event.